Event description:
As reported by the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, after valve deployment, the patient never recovered after rapid pacing which was performed for implantation. Additional information provided by the edwards clinical specialist (cs) and hospital, indicated that the patient had been a little slow to recover from pacing runs for the bav but always recovered. After valve deployment, however, the patient's pressure never recovered passed 40. The valve had been intentionally positioned 60/40 aortic but moved ventricular, resting perfectly 50/50 within the annulus. The leaflets were functioning normally with no coronary obstruction, ai or pvl noted. Furthermore, the aortic valve was not calcified and the patient's ejection fraction was 48%. Additionally, the image intensifier angle and coaxial alignment was noted to be good. Balloon inflation was held for more than 3 seconds, ventilation was held and there was no loss of pacing capture during valve deployment. In order to intervene, the patient was provided with ionotropic and vasopressor support and required emergent institution of cardiopulmonary. Selective angiography was performed to rule out coronary occlusion and the lmca and ostial rca were empirically treated with a bare metal stent. The official cause of death noted on autopsy was cardiac failure. Additionally, the valve was noted to be properly positioned and the leaflets of the valve approximated easily

Manufacturer narrative:
A device history record (DHR) review was not required or performed as per internal procedures as there was no allegation of product malfunction. Per the IFU, arrhythmias, cardiac failure/low cardiac output and cardiogenic shock are a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement, bioprosthetic heart valves. Ventricular fibrillation is a life threatening arrhythmia that is typically a complication associated with poor ventricular function, annular rupture/ aortic dissection, or inadequate coronary perfusion. In this case, there was no report of annular/ aortic dissection. Per the IFU, arrhythmias are a known adverse event associated with standard cardiac catheterization, the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. The thv training guide for the ascendra delivery system ((B)(4)) cautions "vf or ischemia can occur during rapid ventricular pacing. Assure blood pressure is high enough (>100mmhg) before starting rapid pacing. Be prepared to defibrillate." In this case, the exact cause for the adverse events are unknown, however per report, there is no allegation of a device malfunction, and it is likely related to a combination of significant patient co-morbidities and the procedure itself. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.